Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016; 4473 competitor lead, implanted: (B)(6) 2007; unk lvad implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two years ago when the patient had a left ventricular assist device (lvad) implanted, the patient experienced thumping sensations below the rib cage, with diaphragmatic and nerve stimulation noted. A healthcare professional was able to palpate and feel the thumping about every other heart beat, and also felt during premature ventricular contractions (pvcs). The thumping was felt during pacing of both leads, though to a lesser extent with lower outputs. The left ventricular (lv) lead was programmed off but the patient continued to experience symptoms. Temporary reprogramming of outputs was performed, but ultimately no permanent changes were made. Additionally, inconsistent lv capture was noted. Within a few days, the patient experienced a ventricular fibrillation (vf) event, and it was uncertain if this was related to bi-ventricular pacing. The patient also experienced a thumping sensation prior to receipt of a shock. Echocardiogram demonstrated that the lvad was placed close to the septum, so flow rates were reprogrammed. The lv lead was programmed off and the rv lead remains in use. No further patient complications have been reported as a result of this event.